Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and verified the reported condition. Evaluation found four of the battery pins to be depressed and unable to rebound as designed. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. Evaluation determined the cause to be fluid intrusion. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "battery module pin stuck in". There was no known patient injury or medical intervention associated with this event. No additional information is available.